Event description:
It was reported to depuy acromed that a lumbar I/f cage broke post-operatively. An explant surgery was required to remove the broken cage. The initial implant date was estimated to be in 2001. According to the complainant, this was the second revision surgery involving a cage. The first revision surgery was reported to depuy acromed in 2001. There were no other adverse consequences to the pt.